Manufacturer narrative:
(B)(4). A visual, functional and dimensional investigation could not be performed since the device sample was not returned for evaluation. The root cause cannot be determined. The complaint cannot be confirmed. No corrective/preventative actions will be assigned.

Event description:
The customer alleges that the plastic mounting/light transfer base was found broken in package. No patient injury reported.